Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was between 54-500 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. In addition, the customer was using off-label insulin.